Event description:
It was reported that the patient had changes in body shape after losing weight. This might have had an effect on the implantable pulse generator (ipg) pocket and the anchor fixation having loosened which was causing the patient pain due to the skin pull. The patient underwent a procedure where the ipg was replaced, and the anchor fixation was repositioned. Post operatively, the patient had some wound pain but was doing well. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 32697262.